Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported ins isn't working because it isn't charging right and wanted to meet with manufacturer representative. Additional information was received from patient representative. The patient (pt) states she had a fall back in august and gave brain concussion and was in a coma for several weeks and then rehab. Pt states during that time she did not keep her unit charged. Pt states the ins site is starting to hurt now and is burning at the implant site. Pt states she went to charge and ins not working now. It was uncertain whether the fall or the ins not being on is causing this. Pt states she has not charged since (B)(6) 2020. Caller was redirected to the healthcare provider (hcp).